Event description:
It was reported by the aci vascular closure specialist that a (B)(6) female patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the femoral head via a 6f sheath. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 6mm. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The device was prepped and deployed per the IFU. It was reported that during deployment the "device got hung up and the technician couldn't retract the sheath". The deployment was aborted and the device was removed. The patient was converted to approximately 10 minutes of manual compression in conjunction with a thrombex pad at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no reported clinical sequela. It was also reported that when the device had been removed from the patient it was noticed that the sealant had expanded out through the slit in the black tube (outer cartridge).

Manufacturer narrative:
Visual inspection of the returned device showed that the balloon had a severely inverted tip. The shuttle cartridge was disengaged from the handle and with the procedural sheath pulled back against the shuttle. The sealant was visible and slightly protruding from the shuttle cartridge side slit. The shuttle was retracted and no resistance was noted. Subsequent to unsheathing, the proximal sealant was found wedged between the advancer tube and shuttle cartridge. This condition may have contributed to the device jam. Based on the information received and the investigation performed, the probable cause of the device deployment jam could not be conclusively determined. The review of the lhr (lot f1227604) indicated that the device lot met all established performance criteria prior to shipment.